Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) alert was triggered on (B)(6) 2016. Daily battery trend data shows gradual rise/varying battery impedance. Premature rrt alert, without corresponding battery depletion. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.